Event description:
It was reported that during a lap gastric procedure, device was tested prior to inserting through the trocar and it would not open. There was no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/22/2008. Information anticipated, but unavailable at this time.